Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 626685) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test". The patient's past medical history included ectopic pregnancy, miscarriage, hypertension, cramp in lower abdomen, multigravida, ovarian cyst (on the left side), c-section, back pain, bronchitis, chickenpox, migraine, hemorrhoids, cholecystectomy and parity 2. Concurrent conditions included anxiety, arthritis, depression, double vision, blurred vision, morbid obesity and smoker. Family history included hypertension. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), abdominal pain lower ("cramping"), dyspareunia ("pain with intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). The patient was treated with medroxyprogesterone acetate (provera) and surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, dyspareunia, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient tolerated. The procedure well most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (626685) added. Indication (626685) added. Events abnormal bleeding (vaginal), abdominal pain, and essure confirmation test: no added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: I have seen photo evidence of the essure in my uterus"), pelvic pain ("pelvic pain") and cholecystectomy ("gastointestinal or digestive system condition-had to have my gallbladder removed.") In an adult female patient who had essure (batch no. 626685) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test". The patient's past medical history included ectopic pregnancy, miscarriage, arthritis, hypertension, cramp in lower abdomen, multigravida, ovarian cyst (on the left side), c-section, back pain, bronchitis, chickenpox, migraine, hemorrhoids and parity 2. Concurrent conditions included anxiety, depression, double vision, blurred vision, morbid obesity, smoker and gerd. Family history included hypertension. Concomitant products included lorazepam since 2017, losartan, omeprazole since 2011 and tramadol. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dyspareunia ("pain with intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemic"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), altered visual depth perception ("vision/eye problems type: my depth perception was off"), vision blurred ("eyes do not focus the same"), weight increased ("weight gain/loss: weight gain") and complication of device removal ("device removal complication-my fallopian tubes were so scrunched up that he has no choice but to cut through the essure device in order to remove them."). The patient was treated with medroxyprogesterone acetate (provera), atenolol, metoprolol, surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, cholecystectomy, menorrhagia, abdominal pain lower, dyspareunia, vaginal haemorrhage, abdominal pain, headache, anaemia, dysmenorrhoea, altered visual depth perception, vision blurred, weight increased and complication of device removal outcome was unknown, the pelvic pain had resolved and the migraine and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, altered visual depth perception, anaemia, cholecystectomy, complication of device removal, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: the patient tolerated. The procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: I have seen photo evidence of the essure in my uterus"), pelvic pain ("pelvic pain") and cholecystectomy ("gastointestinal or digestive system condition-had to have my gallbladder removed.") In an adult female patient who had essure (batch no. 626685) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test". The patient's past medical history included ectopic pregnancy, miscarriage, arthritis, hypertension, cramp in lower abdomen, multigravida, ovarian cyst (on the left side), c-section, back pain, bronchitis, chickenpox, migraine, hemorrhoids and parity 2. Concurrent conditions included anxiety, depression, double vision, blurred vision, morbid obesity, smoker and gerd. Family history included hypertension. Concomitant products included lorazepam since 2017, losartan, omeprazole since 2011 and tramadol. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dyspareunia ("pain with intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemic"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), visual impairment ("vision/eye problems type: my depth perception was off"), vision blurred ("eyes do not focus the same"), weight increased ("weight gain/loss: weight gain") and complication of device removal ("device removal complication-my fallopian tubes were so scrunched up that he has no choice but to cut through the essure device in order to remove them."). The patient was treated with medroxyprogesterone acetate (provera), atenolol, metoprolol, surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)) essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, cholecystectomy, menorrhagia, abdominal pain lower, dyspareunia, vaginal haemorrhage, abdominal pain, headache, anaemia, dysmenorrhoea, visual impairment, vision blurred, weight increased and complication of device removal outcome was unknown, the pelvic pain had resolved and the migraine and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, cholecystectomy, complication of device removal, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: the patient tolerated. The procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet received. Events migraines / headaches, blood or heart disorder/condition type: anemic, migration of essure device location of device: I have seen photo evidence of the essure device in my, nausea, dysmenorrhea (cramping), fatigue, vision/eye problems type: my depth perception was off. My eyes do not focus the same, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: had to have my gallbladder removed, device removal complication-my fallopian tubes were so scrunched up that he has no choice but to cut through the essure device in order to remove them were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: I have seen photo evidence of the essure in my uterus'), pelvic pain ('pelvic pain') and cholecystectomy ('gastointestinal or digestive system condition-had to have my gallbladder removed.') In an adult female patient who had essure (batch no. 626685) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "no essure confirmation test". The patient's medical history included ectopic pregnancy, miscarriage, arthritis, hypertension, cramp in lower abdomen, multigravida, ovarian cyst (on the left side), c-section, back pain, bronchitis, chickenpox, migraine, hemorrhoids and parity 2. Concurrent conditions included anxiety, depression, double vision, blurred vision, morbid obesity, smoker and gerd. Family history included hypertension. Concomitant products included lorazepam since 2017, losartan, omeprazole since 2011 and tramadol. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dyspareunia ("pain with intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and hemiplegic migraine ("hemiplegic migraines"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant), experienced abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), sinus headache ("sinus headaches"), anaemia ("blood or heart disorder/condition type: anemic"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), altered visual depth perception ("vision/eye problems type: my depth perception was off"), vision blurred ("eyes do not focus the same"), complication of device removal ("device removal complication-my fallopian tubes were so scrunched up that he has no choice but to cut through the essure device in order to remove them."), hypoaesthesia ("numbness"), muscle spasms ("back spasms"), vertigo ("vertigo"), dizziness ("dizziness"), ovarian cyst ("ovarian cyst"), cold sweat ("cold sweat"), uterine enlargement ("enlarged uterus"), pharyngitis streptococcal ("have bad case of strep") with oropharyngeal pain and throat irritation, incision site pain ("my incision hurt"), cough ("coughing fit"), postoperative wound infection ("suture causing infection"), neck pain ("neck pain gravitated through my face all the way down to fingertips") and abortion spontaneous ("miscarried next day"), was found to have weight increased ("weight gain/loss: weight gain") and was found to have a pregnancy with contraceptive device ("pregnancy confirmed"). The patient was treated with atenolol, medroxyprogesterone acetate (provera), metoprolol and surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, cholecystectomy, menorrhagia, abdominal pain lower, dyspareunia, vaginal haemorrhage, abdominal pain, sinus headache, anaemia, dysmenorrhoea, altered visual depth perception, vision blurred, weight increased, complication of device removal, hypoaesthesia, muscle spasms, vertigo, dizziness, ovarian cyst, cold sweat, uterine enlargement, incision site pain, cough, postoperative wound infection, neck pain, pregnancy with contraceptive device and abortion spontaneous outcome was unknown, the pelvic pain and hemiplegic migraine had resolved and the fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, altered visual depth perception, anaemia, cholecystectomy, cold sweat, complication of device removal, cough, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, hemiplegic migraine, hypoaesthesia, incision site pain, menorrhagia, muscle spasms, neck pain, ovarian cyst, pelvic pain, pharyngitis streptococcal, postoperative wound infection, pregnancy with contraceptive device, sinus headache, uterine enlargement, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: the patient tolerated. The procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: social media received. New events: numbness, back spasm, vertigo, dizziness, ovarian cyst, cold sweat, uterine enlargement, pharyngitis streptococcal, incision site pain, coughing fit, postoperative wound infection, neck pain, pregnancy with contraceptive device, abortion spontaneous, device ineffective were added. New reporters added. On 9-mar-2020: pfs received : no new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), abdominal pain lower ("cramping") and dyspareunia ("pain with intercourse"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.